Event description:
Tattoo removal laser procedure resulted in pt receiving post care treatment at the emergency room. Pt had blisters aspirated and swelling on the ankle area.

Manufacturer narrative:
Pt was prescribed cipro (to treat/prevent infection) and prednisone (to decrease inflammation/swelling). Customer site was unable to provide additional treatment details because pt went directly to the emergency room and another md for post care treatment. There was no problem found with the laser equipment.